Manufacturer narrative:
(B)(4). Proposed component (annex g) code is mechanical (g04) - provisional bottom. Performed a visual inspection of the provided photograph found it to exhibit signs of repeated use (nicked / gouged) and is fractured on the medial side of the post feature. The product was not returned for further evaluation. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial right total knee arthroplasty, a tibial articular surface provisional instrument fractured. There was no surgical delay or patient impact as a result of this malfunction. No additional information is available at the time of this report.